Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that an attempt was made to cross a calcified lesion with a vision stent; however, the shaft of the vision stent delivery system (sds) separated. The shaft was retrieved and the vision was removed. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary - quality assurance analysis revealed that the sds were returned with clear fluid in the inflation lumen. There was no blood visible. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube was separated 21.1 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separation. The hypotube jacket was separated at the same location . The material at the separation was stretched and jagged. There was a kink in the outer member and hypotube (bayonet) 1mm proximal to the guide wire exit notch. There were three kinks in the hypotube 3.5 cm and 20 cm distal to the strain relief tubing and 1.6 cm proximal to the hypotube separation. There was no other damage noted to the sds. There were no kinks or damage noted to the inner member or tip. The tip seal length was measured and met mfg criteria. A snap gage was used to measure the stent implant outer diameter and these met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, anatomical morphology, disease state, pre-dilatation strategy, device placement technique, and accessory device support. Based on the reported info, the failure to advance appears to be related to the calcified lesion. Quality assurance technician analysis of the returned product noted clear fluid in the inflation lumen, which is consistent with preparation. The stent was stationary on the tightly folded balloon with no damage noted. The hypotube and jacket material were separated 21.1 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were several kinks noted to the sds. It is likely the sds met resistance during advancement in the calcified lesion and the attempt to advance around a bend would have contributed to the shaft kinking. Further handling of the shaft would contribute to the shaft separating. In this case, the reported failure to advance, shaft separation, and noted kinks appear to be related to the operational context of the procedure. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot and all lot release testing met mfg criteria. This MDR is considered closed by the product performance group.